Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Patient was revised to address discomfort and elevated metal ions.update rec¿d 6/17/2014 legal claim received.update rec'd 08/25/2014- litigation papers received. Litigation alleges pain and disfigurement. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 09/11/2014.update rec'd 9/5/2014- ppd with medical records received. Upon revision, metal staining and fluid were noted. The information received does not change the MDR decision.this complaint was updated on 9/16/2014.update rec'd 11/20/14 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The adapter sleeve and femoral stem are now being added to the complaint. The complaint was updated on: 12/18/14.